Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump had cracked lcd window, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm after rewinding the insulin pump. Customer's blood glucose was 222 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.